Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture and a threshold of 6 volts at 1 millisecond. The patient is to be seen for a lead revision procedure at a later date. There were no adverse patient effects. The lead remains in service. Subsequent information indicates that this lead was successfully revised and remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.